Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a full system explant due to infection. There were no adverse patient effects reported.